Manufacturer narrative:
The reported failure of vent service required alarm indicating that the internal li-ion battery was detected; however, communication attempts with the battery were unsuccessful is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h35133036f510 review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received a report that a trilogy evo ventilator failed during a software upgrade performed during servicing for an fco. No patient harm or injury was reported. The device was evaluated at the manufacturer's service center. During the initial evaluation, the reported issue was not reproduced. The device log files were successfully downloaded and reviewed in full. Review of the logs identified a "vent service required" alarm indicating that the internal li-ion battery was detected; however, communication attempts with the battery were unsuccessful. The alarm description indicated a potential internal battery fault or system pca fault. Based on the investigation findings, replacement of the internal battery was determined to be necessary to correct the issue. A final report is being submitted. If any additional information is received, a supplemental report will be filed.